Manufacturer narrative:
D4: UDI - not required for this product. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 is referenced. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported damage to the capiox device. Follow up communication reported the following information: a tube broke at the de-airing port on the oxygenator; this was noted while priming the system ; the oxygenator was changed out; and there was no patient involvement.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results. The returned device was evaluated by the manufacturing facility. Visual inspection found that the purge line tube had been fractured at the joint of the port on the oxygenator module. A tube was noted to have been applied to the port. There was no other anomalies noted on the remainder of the device. Magnifying and electron microscopic inspections of the fracture cross-section of the purge line tube on the port side did not reveal any embedded foreign particle or entrainment of air bubbles. It was revealed that some segments were in a smooth state and other segments in a rough state. Some streaks were found on the smooth surface. Simulation testing was conducted on a current product sample. The purge line tube was exposed to a shock force at the joint of the tube and the oxygenator outlet port after having been left under a low temperature for 12 hours. The purge line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section found that the state of the surface was very similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the actual sample did not have any inherent deficiencies which could have contributed to the fracture of the purge line tube. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was cooled by having been left under a low temperature and in the cooled state it was subjected to an intense shock force, resulting in the generation of the fracture on the tube. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.